Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 21007652.

Event description:
It was reported that the patient experienced overstimulation and uncomfortable stimulation that extend far beyond the usual target areas. X-ray was taken and showed lead migration. It was also noted that the patient had to charge the ipg frequently. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted ipg and leads were not returned as they were kept by the medical facility.